Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the lead was placed in the right ventricle (rv) and capture was not clearly determined, possibly intermittent due to pulseless electrical activity (pea) of the heart. The lead was repositioned and tested with the same results. The lead was removed from the body when it was determined that the lead was not causing mechanical cardiac depolarization. A temporary pacing wire (unknown manufacturer) was placed in the heart to restore heart rhythm. The patient subsequently expired in the cardiac cath lab due to pea. The physician stated that the patient was in pea and there was nothing further that could be done to save the patient's life. Additional information was received that it was possible that a perforation occurred but this was not confirmed. It is also unknown which product would have caused the perforation (permanent pacing lead vs temporary pacing wire). It was reported that the patient was stable prior to the procedure. No additional information is available.